Event description:
It was reported that the rubber stopper and needle separated from the intima-ii y 20gax1.16in prn/ec slm during a high-pressure drug injection for a chest angiography, with leakage occurring as a result. The following information was provided by the initial reporter, translated from chinese to english: "the patient underwent enhanced chest angiography in the CT room at 10:45 on (B)(6) 2020. During the high-pressure drug injection, the indwelling needle and rubber plug appeared to fall off and separate, which was timely detected and replaced, without bringing adverse consequences to the patient "

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8107462. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our evaluation and the description of the event, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima ii units; bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the rubber stopper and needle separated from the intima-ii y 20gax1.16in prn/ec slm during a high-pressure drug injection for a chest angiography, with leakage occurring as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient underwent enhanced chest angiography in the CT room at 10:45 on (B)(6) 2020. During the high-pressure drug injection, the indwelling needle and rubber plug appeared to fall off and separate, which was timely detected and replaced, without bringing adverse consequences to the patient".